Event description:
Event description boston scientific received information that after being implanted for one year, this transvenous coronary sinus lead exhibited loss of capture and high out-of-range impedance values. An x-ray was obtained, which verified that the lead was fractured approximately 10cm from the terminal pin. The leads configuration was reprogrammed to a higher than optimal output, resolving the capture issues.